Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aortic dissection and reoperation. (B)(4).

Event description:
On (B)(6) 2016, the patient admitted to the hospital due to hemoptysis. A computed tomography angiography (cta) revealed that an aortic dissection was formed around the distal end of a conformable gore® tag® thoracic endoprosthesis which was initially implanted on (B)(6) 2015. There was no reported fistula revealed by the cta. On the same day, the patient was emergently implanted with two conformable gore® tag® thoracic endoprostheses (tgu343410j/14379852 and tgu282810j/14109955) to repair the aortic dissection. The patient tolerated the procedure. On (B)(6) 2016, the patient admitted to the hospital again due to the hemoptysis. A cta revealed a new aortic dissection around the distal end of the endoprosthesis which was implanted on (B)(6) 2016. On the same day, another conformable gore® tag® thoracic endoprosthesis to repair the aortic dissection. The patient tolerated the procedure.

Manufacturer narrative:
Corrected the statement to the following; complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic dissection and reoperation.